Manufacturer narrative:
(B)(4)

Event description:
During an atrial fibrillation ablation procedure, the patient developed st elevation. Upon removal of the introducer, it was noted the sideport tubing had detached from the sheath body and it was suspected that air may have been introduced into the patient. The patient remained stable and the EKG returned to baseline with no intervention. The procedure was successfully completed with no adverse consequences for the patient.

Manufacturer narrative:
Visual inspection of the device noted the sideport tubing was no longer attached to the hemostasis body. Further inspection noted an adhesive ring around the sideport tubing which indicated it had been inserted to the proper depth. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the sideport tubing detachment was determined to be due to potential exposure of mdx/hexane coating in the sideport inner diameter of the introducer hub. Exposure to mdx/hexane coating was confirmed to lower the bond strength between the hemostasis hub sideport and the pvc stopcock extension tube. Actions have been taken in the manufacturing process to prevent reoccurrence.

Manufacturer narrative:
Correction: a review of the device history record was not possible since the batch number was unavailable.